Manufacturer narrative:
(B)(4). This complaint for system error 2267 was confirmed, and the cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. The customer elected to discard the sample. Should additional information become available, a follow up will be submitted.

Event description:
A home patient (hp) contacted global technical services (gts) regarding a system error 2267 alarm that occurred during dwell 3 of 4 of therapy on the homechoice (hc) unit. The hp stated he cycled power to clear the alarm prior to calling. The technical service representative (tsr) explained possible causes. The hp confirmed to complete therapy with manual exchange and to notify the nurse of the event. Product surveillance contacted the hp on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved. The hp verified that there were no disconnections or defects noted with the supplies. The hp stated he did not tighten the line to the heater bag enough and believed that caused the air to get into the line. The hp stated he is continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided. There was no report of injury or medical intervention.